Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The technical service representative (tsr) assisted the hp to clear the alarms. The hp was advised to discard the supplies and contact the registered nurse (rn) regarding their therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.